Event description:
For the last 2 nights, pt has awoken to find themselves disconnected from the insulin tubing. (The part that clips onto the tubing that goes into the pt). The blood sugar was 370 mg the first night, and 229 mg the next. Pt has received bolus doses to lower sugar and stayed home sick due to high blood glucose levels.